Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that shortly after implant of her interstim device, she started to experience tingling sensations, numbness in her arms and legs, weakness, fatigue, muscle spasms, and cramping. She stated that her physician is aware of this and continues to reprogram her system to try to relieve her symptoms. She also turned her device off for a period of twelve days and the symptoms resolved. Further information is being requested from the hcp.